Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was no longer inflating due to fluid leak from the reservoir. The entire ipp system was removed and replaced with a new one. The old reservoir was capped off and left implanted because of scarring. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.